Manufacturer narrative:
(B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -12.50/4.0/073 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os). It was reported that the lens was removed and replaced with a shorter length lens due to slight angle closure.

Manufacturer narrative:
B5- " the reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens of diopter -12.50/4.0/073 (sphere/cylinder/axis) into the patient's left eye (os). Reportedly the patient experienced angle closure. On (B)(6) 2022 the lens was explanted and replaced with the same model/shorter length lens. Reportedly " dr. (B)(6)had to exchange icl due to lens being oversized. He originally implanted 12.6 size and had to replace with 12.1 lenses due to slight angle closure"." Claim# (B)(4).